Event description:
During an in clinic follow up, a battery issue was noted on the device. Technical support was contacted and suspected premature battery depletion or a diagnostic anomaly. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received and technical support was contacted. Technical support suspected a diagnostic anomaly. No intervention has been performed at this time. The patient was stable.